Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint that the "balloon could not pass through the sheath" is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the intra-aortic balloon (iab) could not pass through the sheath (the femoral artery) during use on the patient. It was reported that another iab was not inserted related to the patient's condition. Patient outcome reported as fine. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) could not pass through the sheath (the femoral artery) during use on the patient. It was reported that another iab was not inserted related to the patient's condition. Patient outcome reported as fine. There was no report of patient complications, serious injury or death.